Event description:
After priming mag as a secondary mag continued to drip and backflow into primary ns bag, tubing clamped and channel/tubing and infusions removed/disconnected and replaced with new tubing, mag, ns and channel and pt received infusion in a timely manner.